Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was not provided. Customer attempted to clear the alarm and was unsuccessful. The buttons were not pressed for three minutes or longer. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.